Manufacturer narrative:
Model number/catalog number: sc-1160; serial number: (B)(4); model/catalog. Description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline incision around the location of the lead and lead tails. Symptoms were redness, pain, weakness and fever were noted. The patient was placed on antibiotics. The infection was not procedure related as nothing out of normal happened during the patients previous procedure. The patient underwent an explant procedure.